Event description:
As reported by the user facility: brief inquiry description: broken fx catheter in patient detailed inquiry description: l&d patient has part of fx catheter that has sheared off in back. One of the physicians was having difficulty advancing the catheter into the epidural space so the needle and the catheter were both removed with the intent of re-directing. Upon removal, the end of the catheter was missing, and the wire was uncoiled. A new epidural catheter had to be placed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photo was provided by the reporting facility. Visual evaluation of the photo showed a used catheter that was sheared off and the spring to be exposed at the section that was sheared. Although the photo did show the catheter to be sheared/broken, the provided picture does not offer any details necessary to confirm the reported defect was related to any manufacturing process. Per the manufacturers investigation this defect is not likely to have happened during the manufacturing process. It is believed to happen during application. User will be referred to the IFU which states, precaution: advancing the catheter more than 5 cm past the needle tip may increase the likelihood of kinking or knotting. Caution: do not withdraw catheter through the epidural needle due to the possibility of shearing or kinking the catheter. When removing the catheter, excessive force should never be applied. If the catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.